Event description:
This is a closed intravenous line (IV) catheter system that was utilized to start an IV on a patient. Once the IV was in place it was noted that blood and fluid were leaking from the hub. Another registered nurse (rn) came to troubleshoot the issue, and she was able to pull air back, which indicated to her that the closed system malfunctioned. The IV was removed immediately. No harm to the patient occurred.